Event description:
Medtronic received information that prior to use of the two custom tubing packs, it was reported that the foam in both packs was misplaced. The foam pieces in the table tray were loose, but did not fall into patient. The devices were replaced. The issue was observed during set up, the tubing packs were not used due to sterility concerns. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the issue was a foam piece that was displaced and that compromised sterility of the clamshell. Medtronic received additional information that the customer reiterated that the clamshell lines and tubing seem to be wrapped up pretty tightly and if there is any stress put on the lines, it may cause the shifting and may result in the foam moving.

Manufacturer narrative:
Device evaluation summary: visual inspection of the unopened device shows the foam insert is not in the correct location and or is missing pieces. Reason for return was confirmed. This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.